Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause for the redness and irritation at the pocket site is unknown. The patient informed the rep the pocket revision was about six months after his original implant of (B)(6) 2014, so maybe (B)(6) 2015. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had a pocket revision done 6 months after his original implant date due to redness and irritation at that site. No further complications were reported.